Manufacturer narrative:
During a troubleshooting call between the customer (user facility) and olympus technical assistance center (tac), the caller was instructed to attempt pairing the device in a different room due to potential interference. The caller followed the instructions and was able to successfully pair the foot pedal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported that during setup, the foot pedal of the powered laser surgical instrument failed to pair with the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, h2, h6, h11. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.